Event description:
Customer reported frayed power cord with exposed copper wires. There was no injury reported. This incident was captured under baxter complaint ref # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The customer refused to return the device for inspection. Although there was no reported injury with this event, if the report of frayed power cord exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.